Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support provided assistance with resetting the pump, and the malfunction code did not recur. The customer was informed to call back if any further issues arise and acknowledged the instructions provided.